Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report # 1627487-2014-12543, 12545. It was reported the pt felt a popping sensation at the ipg site. Since then the ipg is protruding and causing persistent pain. The pt alleges the lead wires can be felt through her skin. As a result, the pt turned off the stimulation. An x-ray was taken, but it was inclusive. The physician wants to replace the ipg. The pt plans to get a second opinion.